Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain. The right ventricular (rv) lead high thresholds, a drop in impedance and r-wave measurements. Lead revision was performed. No further patient complications have been reported as a result of this event.